Event description:
The facility reports the resident was in the sling. The caregiver pushed the bar down to straighten the resident when the bottom clips came loose and the resident began sliding out of the sling. The caregiver caught the resident before the resident hit the floor. No injuries were reported.